Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The foot control device was evaluated and the reported condition that the device was not working-no power and was rattling was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that there was a cut in the cord of the foot control device. It was determined that the cut in cord was due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or by exerting extreme force on the cord during cleaning or use. The assignable root cause of this condition was determined to be due to misuse, abuse and/or error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified surgical procedure of the spine it was observed that when the motor device was plugged into the foot control device the devices were not working. It was reported that there was no power. It was further observed that the foot control device was rattling. It was reported that there was a three minute delay in the procedure due to the event, and an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.